Event description:
A customer reported an alarm issue with the adc application in use with phone (phone model samsung (unspecified) with android 11 (operating system). The customer indicated the low glucose alarm did not sound when they felt hypoglycemic and required treatment of apple and pear provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The date of event is unknown. The date entered is based on customer's report of "february 15 or 16." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with phone (phone model: samsung (unspecified); operating system: android 11, software version 2.8.2.9318). The customer indicated the low glucose alarm did not sound when they felt hypoglycemic and required treatment of apple and pear provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Abbot diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using (android 11, 2.8.2.9318) and successfully received low glucose alarm notifications. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with phone (phone model: samsung (unspecified); operating system: android 11, software version 2.8.2.9318). The customer indicated the low glucose alarm did not sound when they felt hypoglycemic and required treatment of apple and pear provided by a third-party. There was no report of death or permanent injury associated with this event.